Event description:
Two evd systems noted to be leaking while the 4g staff were preparing the device for patient use. Product is medtronic exacta drainage system- lot #: 227136783. Reference report: mw5163736.